Event description:
Customer reports that the unit made a popping noise and emitted smoke around 2 minutes into the defrost cycle. They state that they drained the device of water to prevent overflowing the tank since it had a full ice block, and ran the defrost mode with an empty tank.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. During the inspection, the heater chamber was leaking from the bushing because they had melted from the heaters. The damage was caused by running the device without water. It is stated in the instructions that running the device without water will cause damage. The customer did state that they drained the device to prevent overflowing since the tank had a full ice block. After cardioquip replaced the heater and the heater chamber the device passed inspection and is fuly functional.

Event description:
Customer reports that the unit made a popping noise and emitted smoke around 2 minutes into the defrost cycle. They state that they drained the device of water to prevent overflowing the tank since it had a full ice block, and ran the defrost mode with an empty tank.

Manufacturer narrative:
Further review determined that this is a non-reportable event.